Event description:
Customer called to report that while troubleshooting a wbc (white blood cell) background failure during startup on the coulter lh750 hematology analyzer, customer noticed a small amount of fluid under the diff mix chamber. The source of the leak could not be determined. The field service engineer (fse) inspected the instrument and found that the sample line tubing had disconnected from the flow cell, causing the leak. The fse then reconnected the tubing, and verified instrument performance per established procedures. The root cause for the leak was the disconnected sample line tubing at the flow cell. Customer stated that no one was harmed by or exposed to the leak, and that patient samples and results were not affected.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).